Manufacturer narrative:
The coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coil broke off when it was attempted to be recaptured. The pushwire was not bent or broken. There was not any friction or difficulty during delivery. The physician did not re-position the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. The coil remains in the patient and implanted at the intended location. The patient was undergoing embolization for a giant fusiform splenic artery aneurysm, measuring 22mm. The patient¿s blood flow was normal. The vessel was severely tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. A continuous flush was not administered during the procedure. There were no patient symptoms or complications associated with this event.